Manufacturer narrative:
The tech found the side rail center arm assembly was broken. The tech replaced the side rail center arm assembly to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located in a pt room at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).